Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) noted that this device delivered an appropriate shock that resulted in shock impedance measurements greater than 125 ohms. A lead revision was scheduled but due to the patient having low potassium levels, the extraction was rescheduled. The physician evaluated the possibility of discharging the patient with a wearable cardioverter-defibrillator (lifevest) and also considered whether device replacement might be necessary. Ts discussed that if measurements are greater than 145 ohms, then therapy may not be effective. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) noted that this device delivered an appropriate shock that resulted in shock impedance measurements greater than 125 ohms. A lead revision was scheduled but due to the patient having low potassium levels, the extraction was rescheduled. The physician evaluated the possibility of discharging the patient with a wearable cardioverter-defibrillator (lifevest) and also considered whether device replacement might be necessary. Ts discussed that if measurements are greater than 145 ohms, then therapy may not be effective. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported.